Event description:
It was reported that customer experienced cgm error 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received complete pump reset instructions, performed pump reset with guidance, confirmed error did not reappear, and successfully started new sensor session.